Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4). Implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 06-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included 4 biopsies and neuropathy from nerve damage from shingles. The patient¿s concomitant medication was (B)(4). The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2019 the patient reported that she thought something was wrong with the catheter. She noticed itching at the catheter site; she felt she was not getting boluses even though the printed logs indicated that she was; and she was not getting a lot of pain relief. She wanted a dye study, but her hcp didn¿t feel it was necessary. The patient also reported that she thought her pump was moving and she thought she had an infection. She could tell it had moved around but it had not flipped. It was closer to her side and she had pain in the area. She had pump site pain and the pain shot to her spinal cord. She had intense pain in her spinal cord where the catheter went. She had lab work done for ¿a1/b1/c1 panel¿ and no infection was found. She was also told that ¿no fever means no infection¿. No further complications have been reported as a result of this event.